Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead displayed an unspecified impedance issue. Attempts for additional information were unsuccessful. Requests for the return of the device were made. There were no adverse patient effects reported. The device has not been received for analysis.